Event description:
(B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date. The database showed no quality notification/s were opened for the source device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date. The database showed no quality notification/s were opened for the source device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
(B)(6).